Event description:
The patient reported a new pain in their elbow. The patient was scheduled to be seen in the office on (B)(6) 2025. However, the patient called and cancelled the appointment stating that the pain went away. As of (B)(6) 2025, the pain is gone and the patient was advised to contact their commercial team member if they have any changes in pain.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, and not achieving paresthesia on the table have been ruled out. Additionally, interference from a non-curonix device and the patient having contraindicating conditions have been ruled out. However, inadequate fixation was identified as the implanting clinician did not coil the receiver when the receiver pocket was created. The stimulator is used to treat pain. Although the cause of the new pain is unknown, inadequate fixation was identified as the implanting clinician did not coil the receiver when the receiver site was created (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.